Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced repeated occlusion alerts and an ¿unable to proceed¿ message during tubing fill despite multiple complete supply changes, including attempts with supplies from different boxes, which led to a decision to replace the ilet device. Symptoms included device alarms. Outcomes included interruption of insulin delivery and the need for device replacement, while the user was advised to continue cgm use and to shut down the device to avoid further alerts. Investigation included guided troubleshooting with a dry run, multiple supply replacements, and confirmation of serial number and logistics for replacement and return. Investigation of this case revealed persistent occlusion and restart-type alerts not resolved by supply changes, indicating a device performance issue affecting the infusion pathway or pump function. It was concluded, based on previously established findings for similar reports, that the cause was undetermined device malfunction. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.